Manufacturer narrative:
(B)(4): a review of the basal history shows that a temp basal program was activated on (B)(4) 2012 at 9:45 pm and ran for the full 24 hours programmed and delivered correct basal rates. During investigation a temp basal program of -60% was set for a duration of 24 hours, and the programmed temp basal was clearly displayed on the home screen during testing. A normal bolus, audio bolus, and a bolus from the meter were successfully performed and all were accurately recorded in the pump histories. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump was not displaying the temp basal settings on the home screen. Troubleshooting revealed the correct basal doses were recorded in the pump history. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.